Manufacturer narrative:
Additional information: section d4 (serial no) & (UDI) have been updated based on the returned product. Section d4 (expiration date) and h4 (device mfg date) were updated based on the returned product download. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Watermark was observed at the base of the tail indicating the sensor was properly inserted. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and sensor was found to be in sensor state 6 (indicating normal termination). The sensor was de-cased and visual inspection has been performed, no issue were observed. This issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. The customer reported receiving unspecified high sensor scan results compared to readings obtained on the competitor brand meter. The customer experienced a loss of consciousness and was unable to self-treat and was seen at an emergency room where glucose results of "18 mg/dl to 60mg/dl" were obtained. The customer was administered dextrose for the treatment of hypoglycemia and no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the adc device. The customer reported receiving unspecified high sensor scan results compared to readings obtained on the competitor brand meter. The customer experienced a loss of consciousness and was unable to self-treat and was seen at an emergency room where glucose results of "18 mg/dl to 60mg/dl" were obtained. The customer was administered dextrose for the treatment of hypoglycemia and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. N/a was selected (PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. The customer reported receiving unspecified high sensor scan results compared to readings obtained on the competitor brand meter. The customer experienced a loss of consciousness and was unable to self-treat and was seen at an emergency room where glucose results of "18 mg/dl to 60mg/dl" were obtained. The customer was administered dextrose for the treatment of hypoglycemia and no further information was provided. There was no report of death or permanent injury associated with this event.